Event description:
Right femoral catheter placement for dialysis successful - pin hole noted in venous line of catheter following placement. Pinhole was below the venous line clamp but above the bifurcation of the catheter - this is 4th such incident, but pt names are not available for all. MFR has evaluated product.